Manufacturer narrative:
The pt is reported to be recovering well after explanation of the pump. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 2 years post-implant, during a routine hosp visit, the hosp staff noticed fluid secretion out of a small cut in the silicone sleeve of the paracorporeal part of the percutaneous lead. X-rays revealed kinking at the pump end bend relief and there appeared to be breakdown of the braided shield. The pt was evaluated for recovery of his natural heart and the pump was explanted.